Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 failed to open and was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 had failed and was not detected on the bus. A field service engineer (fse) inspected the station and found that drawer 2 failed to stay closed, displaying an error message. The issue was traced to a faulty latch inseparable, which was replaced and tested successfully. The pharmacy verified that the drawer was recovered and functioning properly. Fse performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.